Event description:
It was reported that the "delivered" volume was 91.9mls and the actual delivered volume was 76mls. The error was 17% and the amount left in the cassette was 16mls. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The returned sample was a cassette product with a different product number from the reported product number (catalog number), but from the same lot. It was received in used conditions without its original packaging and came connected with an extension set product. Visual and functional testing were performed. The sample was visually inspected, at a distance of 12 to 24 inches and normal conditions of illumination; no discrepancies were found. The sample was connected to a pump for functional testing; the sample passed the accuracy test. No root cause had to be determined since the complaint was not confirmed as no issues were found with the product. Action(s) taken to mitigate the reported issue(s): no corrective actions are required since the complaint was not confirmed. As a preventive action, a notification to the production personnel of this complaint was conducted by the quality intern. Per sample received, a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.